Event description:
It was reported that during a coronary artery stenting treatment procedure there was inadequate apposition and stent damage occurred. The 99% stenosed, moderately tortuous calcified lesion being treated was located in the distal left circumflex. After predilataion was performed, they deployed a 2.50x28mm promus element stent at 12 atm's. It was confirmed the status of the stent with the intravascular ultra sound and the middle of the stent was not expanded well. The stent delivery balloon was inflated inside the stent again. The stent was shortened about 2mm. The status of the stent was confirmed with the ivus catheter again, but the middle of the stent was not expanded well. They inflated the balloon of the stent delivery system and dilated inside the stent again, the stent was shortened about 6mm more. Stent deformation was also confirmed, however the lesion was well expanded.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).